Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a ventilator inoperative alarm. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.